Event description:
It was reported that at follow-up, externalized conductors were observed via x-ray. All electrical measurements were normal. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.